Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side exchange with no complaint against the device. Healthcare professional later reported right side rupture confirmed during surgery. Device has been explanted.

Event description:
Healthcare provider reported a right side exchange with no complaint against the device. Healthcare professional later reported right side rupture confirmed during surgery. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare provider reported a right side exchange with no complaint against the device. Healthcare professional later reported right side rupture confirmed during surgery. Device has been explanted.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: underweight, broken shell, yellow biological tissue in the shell and missing shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, crease fold and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: missing shell assessed as inconclusive and a sharp broken on posterior assessed as an unidentified (tear) opening."